Event description:
Infant had a PICC (peripherally inserted central catheter) line that had a lifting dressing. I was changing the dressing, and when I had it open and was cleaning it, I noticed that it was leaking at the hub. I removed it and we got a new order and consent, so I placed a new PICC line. Event reached patient- caused significant harm or required major intervention.